Event description:
It was reported that on (B)(6) 2022 the patient had an implantable cardioverter defibrillator (ICD) shock due to ventricular tachycardia (vt). The patient's ICD was implanted prior to ventricular assist device. The patient had an intravenous therapy (IV) of amiodarone started. An electrophysiology study was done to evaluate the rhythm which showed the patient had some atrial fibrillation with potentially arrhythmia then vt requiring shock. On (B)(6) 2022 the patient transitioned to amiodarone. The arrhythmia did not result in clinical compromise and the patient had a history atrial fibrillation prior to left ventricular device implant. Patient was stable and being treated with antiarrhythmic medications.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24jan2022. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.